Event description:
Caller reported the connector piece of the infusion set separated from the tube; air bubbles got into the system. Caller stated the issue occurred several times. Caller alleges a leakage. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.